Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the full belt pulse test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed the full belt pulse test. Upon svc investigation the white pulse wire was intermittently open in the trunk cable. The intermittent pulse wire resulted in the failed full belt pulse test. The root cause for intermittently open pulse wire was unable to be positively determined, but may have been caused by excessive force on the trunk cable. No adverse event resulted from the improperly seated connector. The last pt to use this electrode belt did not report any pt.